Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The device evaluation is currently in progress. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. A supplemental MDR will be submitted once the device evaluation is completed. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic shears (harh36) did not cut/coagulate during the case. The device was not switched out and the procedure was switched to open as the device was not cutting. There was no unexpected patient bleeding. There was no patient injury or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device evaluation was completed after the initial MDR was filed. Visual inspection of the device revealed evidence of clinical use. The blade, jaw, teflon pad and contact rings appear to be intact. The ability of the device to cut and coagulate was tested. The scalpel was tested and passed the functional inspection. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. Therefore, the most likely root causes may be attributed to: ancillary equipment issues (e.g. Handpiece). Tissue accumulation between the blade and jaw assembly. Improper usage and inadequate cleaning of instrument. Applying improper or inadequate directional force. The instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided. If activation is unintentionally stopped while sealing, maintain jaw closure and reactivate. The instrument can be used for dissection, grasping, coagulation, and cutting between the blade and clamp arm. Note: to achieve complete sealing, the trigger should be fully closed and the vessel fully contained between clamp arm and blade of device. An audible and tactile "click" indicates full trigger closure. To achieve full closure of the jaws of the device, squeeze the plastic trigger until you feel it stop against the plastic handle (plastic to plastic). If full trigger closure is released prior to or during activation on tissue, an audible and tactile "click" is evident. Increase grip force until full trigger closure is achieved. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. The instruments allow for the coagulation of vessels up to and including 7 mm in diameter, using the advanced hemostasis hand control button. Do not attempt to seal vessels in excess of 7 mm in diameter. The reported events will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic shears (harh36) did not cut/coagulate during the case. The device was not switched out and the procedure was switched to open as the device was not cutting. There was no unexpected patient bleeding. There was no patient injury or extended procedure time reported. These are commonly used devices that are readily available.